Event description:
During a ptca/stent procedure, dialatation was performed with another company's dilatation catheter in the distal and mid rca. Then, a penta stent was deployed in the mid rca and the balloon was used for the post-dilatation; however, a dissection occurred when the distal rca proximal was dilated. Another company's stent was deployed at the dissection and the procedure was completed. The lesion was a cto, de novo from the mid to distal rca with heavy tortuousity.